Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the reported failure has been addressed by corrective action for issues relating to power supply, hard start issues, and early-life failure of the lamp modules. The event of a blown fuse is a failsafe to ensure the safety of the device and the user in the event of an electrical overload. The fuse can be replaced following the instructions for use (IFU). The iec 60601-certified fuses prevent the risk of harm. Root cause analysis: it was determined that the probable root cause for this failure is that the specified kilovolt trigger from the power supply unit was less than the minimum required by the lamp. Corrective actions have been implemented to replace the power supply unit with an alternative power supply unit that is compatible with the lamp.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had blown fuses. When the staff went to replace them, then attempted to turn on the unit, it smelled like a component was burnt out. It was reported that the unit would not turn on and needed further troubleshooting. There was no patient involvement; thus, no injury, death, or surgical delay was reported.